Event description:
It was reported that in 2008, the pump was connected to an existing catheter in the pt's ventricle (brain) with a suture less connector. The hcp stated that she always tests the connector in the operating room. On approx two months later, a seroma was diagnosed at the pump pocket. The fluid was aspirated, tested , and no csf was found in the fluid. On ten days later, the fluid was aspirated again and csf was found; the percentage was not reported. Due to this, the hcp decided to check the catheter connection. On the evening of the following day, the pump pocket was surgically opened and the suture less connector was found to be disconnected from the pump. The hcp used the same connector, reattached it to the catheter, and then closed the incision. After the surgery, the pt felt good, the "vas" was reduced from 8 to 2 (good pain relief) and she didn't show any symptoms of discomfort. The pump was used to deliver morphine. Two days later, the pt was found dead in her bed. The cause of death was initially unk. The pt had not been in a poor state of health since the operation. An autopsy was scheduled. It was unclear what drug was used in the pump since the operation. It was later reported that the pt's cause of death was pneumonia. The death was unrelated to the pump therapy. The autopsy report was unavailable and the device will not be returned to the MFR.